Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and would be addressed with an injection. Customer reported that bg levels were erratic (no values provided). The customer reported that the pump was taking over 40 units of insulin to prime. Reportedly, the customer had to use glucagon multiple times after customer had suspended insulin, disconnected from the pump, and still saw insulin drops coming out of the tubing. Customer reported that this was dangerous.